Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer treated with insulin pump. Customer's current blood glucose value was 114 mg/dl and the blood glucose was 600 mg/dl at the time of incident. Troubleshooting was performed. The customer was admitted to the hospital on (B)(6) 2018 at 12:30pm. The blood glucose value when admitted to hospital was 600 mg/dl. The customer complained about hyperglycemia. The customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer could not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.